Event description:
The tip of the blade was broken during use. The surgery was fess. The customer used a backup device and completed the surgery. This is not reportable event in (B)(6). The patient information was unobtainable. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4) the sample was returned with the original inner pouch and labeling identifying sample as item (B)(4) rad 60 blade, 4mm from lot # h8057101. The tip of the blade was extended beyond the normal position as compared to drawing (B)(4) assembly, rotatable rad 60, 4.0mm rev f. The blade was examined with 20x magnification. The blade teeth appeared sharp and undamaged. The outer spiral wrap was undamaged starting at the base of the outer blade and continuing into the outer tube. The inner spiral wrap was intact. Some bio-debris was present on the dovetail spirals; however, the blades appeared to have been cleaned. The hubs did not display any anomalies or damage. It is unknown what caused the spiral wrap to fail, as the blade displays no manufacturing defect issues or any signs of misuse. Blades having a curvature of 55 degrees or greater experience greater forces on the spiral wrap against the curvature of the tube than do blades with less extreme curvatures. The greater curvatures are necessary for reaching more difficult anatomical locations such as that required in frontal sinus surgeries. Based on the reported information, the "most likely" cause of this event is unknown, as the product does not show any evidence of misuse other than an improper loading, but it is not known if the blade was run in this position. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.